Event description:
Had embolization performed with metal coil and was told little to no risks and complications are very rare. I experienced tremendous pain immediately following this ¿non -invasive¿ outpatient procedure. I was told I can resume strenuous activities in a couple of days and I have been in chronic pain since the procedure. I¿m now seeking a major surgery to have the coils removed (quantity 15) which is hitting nerves, prevented me from playing with 3 boys, no longer active, cannot sit in a car for 20 mins, can no longer sit at desk or lay on side, or take deep breaths without severe pain. I was not told of these possible complications. Below is a sample of the coil used for the procedure when I was told only 1-2 coils were to be used. This has been a nightmare and I was lied to by the doctors. Now I¿m scheduling a specialized robotic surgery and consulting with attorneys and the (B)(6) group for additional formal complaints. Terumo azur cx .018in 6mm x 20 cm coil, quantity 3. Boston scientific idc .018in 6 mm x 20 cm coil, quantity 4. Boston scientific idc .018in 6mm x 20 cm coil, quantity 3. Cook micronester 6 mm x 14 cm coil, quantity 2. Cook micronester 8 mm x 14 cm coil, quantity 3. Doctors are stating I am the rare case of complications but after viewing blogs/forums and articles this is a constant problem.